Manufacturer narrative:
During the on site the field service engineer (fse) verified depth and energy calibrations were within specifications and that the objective lens was free of contamination. No issues were found during subsequent surgery support. The investigation did not identify any system issues that would indicate that the laser contributed to the reported event. The provided images for surgeries performed on the day of the reported event were reviewed and all control points were placed properly. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a radial capsular tear at 3 o'clock position was observed in the right eye during a laser assisted cataract procedure. Upon follow up, the surgeon did not note any tags or adhesions while removing the anterior lens capsule but observed the tear at the completion of surgery.